Manufacturer narrative:
The previously submitted report has recall number mentioned incorrectly, in this report, section h "recall (z) number" has been corrected/updated.

Event description:
A dreamstation CPAP pro device was returned to the service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician found errors e004 (null error), e007 (software error), e022 (motor flux magnitude error), e094 (rtc stopped error) and e020 (motor spin up flux low error). The device was scrapped by the service center after the evaluation was completed.